Manufacturer narrative:
Initial MDR 1875986- MDR device 4 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 5 infusion set cannula kinked on 29 -march-2024 within 3 hours of insertion. Infusion set has been used for 3 hours. Insertion site was abdomen. The glucose level was over 250-300 mg/dl. Customer replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available